Manufacturer narrative:
(B)(4). The serial number of the referenced device was not available at the time of the report. Therefore, a review of the device's service history will not be performed. In the event that this information is obtained, a supplemental report will be issued.

Event description:
A report was received stating a ventilator did not operate as it was intended when volumes are set between 200 and 0mls. The patient was removed from the ventilator and placed on an alternate device without harm. There is no death or serious injury associated with this event.